Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3 - event date: estimated additional mitraclip mentioned in b5 will be filed under separate medwatch report. Literature attachment: article title "percutaneous edge-to-edge valve interventions: the role of surgical salvage in complex percutaneous techniques"

Event description:
The article "percutaneous edge-to-edge valve interventions: the role of surgical salvage in complex percutaneous techniques" was reviewed. The article presented a prospective single center case study, to evaluate if patients would benefit from a redo transcatheter edge-to-edge repair (teer) or surgical mitral valve (mv) repair after failure of teer. Devices mentioned include mitraclip. The article concluded that surgical mv replacement may be performed at advanced centers in high-risk patients with good results. [The primary author and corresponding author was pradnya brijmohan bhattad at cardiovascular medicine, saint vincent hospital, umass chan medical school, worcester, USA, with corresponding email pradnyabhattad20@gmail.com. The time frame of the study was estimated as 23 april 2022 to 23 may 2024. Comorbidities include hypertension, hyperlipidemia, persistent atrial fibrillation (afib), advanced chronic obstructive pulmonary disease, severe pulmonary hypertension, heart failure with preserved ejection fraction (ef), and severe primary mr due to myxomatous anterior mv prolapse on an estimated date of 23 april 2022, the patient underwent mitraclip intervention. A mitraclip ntr was placed successfully. Ten months after this intervention estimated as 23 february 2023, the ntr clip detached from the posterior leaflet (single leaflet device attachment (slda)) and recurrent mitral regurgitation. Two additional mitraclips (ntw, nt) were placed successfully to stabilize the slda and reduce mr. Fifteen months after the intervention estimated as 23 may 2024, the patient presented with dyspnea on exertion, lower extremity edema, fatigue, orthopnea, tachycardia, atrial fibrillation, cardiomegaly, pulmonary hypertension, recurrent mr, diuretic medication, leaflet damage, and heart failure. Mitral valve replacement surgery was performed and a 29mm epic plus valve was implanted.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported edema, dyspnea, fatigue, tachycardia, atrial fibrillation, mr, hypertension, heart failure, and tissue injury. Edema, dyspnea, fatigue, tachycardia, atrial fibrillation, mr, hypertension, heart failure, and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature attachment: article title "percutaneous edge-to-edge valve interventions: the role of surgical salvage in complex percutaneous techniques".